Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2020 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020. It was reported that the patient experienced severe and chronic pain/discomfort, inflammation, dense adhesions, adhesions to mesh, bowel resection and serous fluid under the mesh. It was reported that the patient had a previous hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015. Other procedure is captured in a separate file. No additional information was provided.